Event description:
Customer stated that the product presents a disconnection between the inner and outer cannulas. At the time of the initial call, the customer reported that the product was still in use on the patient.